Manufacturer narrative:
G4: 24apr2020 b4: (B)(6)2020. After further investigation. It was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:2031642-2020-00245 was submitted. Any additional information will be submitted under the initially reported MFR. Report#: #:2031642-2020-00245. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported that the battery was not charging, and that the plug was not working. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. There was no patient involvement.